Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6). Implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 19-nov-2026, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 18-aug-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 287 mcg/day) via an implanted pump. It was reported that the patient had their pump replaced back in (B)(6) 2025 due to approaching eri (elective replacement indicator) and at that time, the surgeon made the decision to also change out the pump connector. Following the surgery, the patient reported periods of intermittent withdrawal and increased tone. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The pump logs were read and there was nothing out of the ordinary and side port aspiration was successful. Per the surgeon, there was a report of some fluid buildup in the pump pocket but upon evaluation in surgery, he didn't see a whole lot of that. At the time of surgery, they also tested the volume in the pump, and the expected and actual reservoir volumes were spot on. During the procedure, the surgeon removed the old catheter and replaced it with a new catheter. The existing pump was left in place. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of catheter serial number (B)(6) identified there was damage to the transition tubing. Analysis of catheter serial number (B)(6) identified the catheter body to be deformed in shape, however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.